Manufacturer narrative:
If implanted, give date: not applicable as this is not an implantable device. If explanted, give date: not applicable as this is not an implantable device. (B)(6). Device evaluation: the cartridge was not returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the cartridge were reviewed. The product was manufactured and released according to specification. A search revealed that no additional investigation requests for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during the implantation of an intraocular lens (iol), using a 1mtec30 cartridge, the surgeon observed something that looked like gms (glycerol monostearate) on the iol. No patient injury was reported. No further information was reported.